Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Lot number? No further information is available. Procedure name an date? No further information is available. Event date? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken immediately after it passed through the tissue. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2022. H3 investigational summary: visual analysis of the returned product revealed that one empty opened folder and a strand double armed in two section of product code w8400 were received to ethicon for evaluation. Upon visual inspection of the returned sample, the swage and attachment area was noted to be as expected. The suture was examined, and dent was noted resulting in a damaged suture. In addition, the suture was unused. Based on the information currently available, the damaged suture defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.